Manufacturer narrative:
(B)(4).

Event description:
This complaint was identified during our retrospective review of complaints from our facility in (B)(6). This is related to (FDA audit-observation #5 from fei (B)(4)). Complaint received as follows: non-deflation in use. After inserting the foley into the pt, the foley leaked. The medical professional was trying to deflate the balloon but failed to do so; therefore, this pt was referred to another hospital. At last the pt was discharged and asked for help from the home care system to have foley removed. The nursing staff kept deflating the balloon by using a luer tip syringe and it took her a while to deflate the balloon. No harm or injury to patient." Additional information received: 'where did the event occur initially? Two days after the patient was discharged from (B)(6), the foley leaked and the discomfort of the urethra was noted at home around midnight. The patient was sent to the emergency room. Over there it was fine to inflate the balloon but failed to deflate then. What treatment was attempted or carried out at the hospital where patient was transferred to? At (B)(6) the physician could not remove the foley. So, they consulted the urologist and he used the ultrasound to locate the balloon inside the urinary bladder. Since the foley remained patent and urine was clear the patient was advised to go home for the further observation. In what state of health was the patient discharged from the hospital? The patient felt uncomfortable but the urine was still clear and the foley remained patent. Where was the catheter eventually removed and how long did the patient have the catheter on for before it was removed? The catheter was eventually removed at home by the emergency call for the nursing staff from the home care system. It was 4 days since the patient had the catheter on. Did the removal require any surgical intervention or was catheter removed through regular method? The catheter was removed through the regular method up to one hour. What is the current status of the patient? The patient's condition is stable.' This malfunction: 'failure to deflate' is deemed serious because sometimes, a surgical intervention is needed to remove a catheter whose balloon has failed to deflate and has become impossible to remove through the regular method. From a clinical perspective, a causal relationship between the catheter and this event is deemed possible because product use is temporally associated occurrence of the problem.